Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient with an implantable neuro stimulator (ins) for arachnoiditis. The patient stated it does not seem like the implant/stim is completely shutting down. The patient stated that he has tried turning it down to 0 and thinks the lightning bolt is gone but he still feels a faint sensation. Product service specialist (pss) could not trouble shoot due to lack of access to product. The patient did not have patient programmer available during the call. Pss recommended patient call ps back with programmer to troubleshoot and if not resolved follow up with health care professional (hcp). No further patient symptoms or complications were reported in this event.